Event description:
It was reported that the pulse generator exhibited diagnostics anomaly, after suspected electrocautery interaction during an elective surgery. After the elective replacement indicator was reset, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.